Event description:
Customer has unspecified pre-existing respiratory issues that were made worse by the use of the soclean and he had to use his nebulizer four times a day. The md prescribed a steroid and antibiotic.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.